Event description:
It was reported that the bd angiocath plus 22ga x 1in experienced catheter tip damaged. The following information was provided by the initial reporter: before use, it was found that the catheter tip was damaged.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.